Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the generator experienced an impedance error during an rf ablation procedure. The procedure could not be completed and was rescheduled for a later date. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation of the incident generator confirmed the root cause as failure of inductor l4 on the hi voltage dc board. The generator was repaired and found to function normally and within specifications. No trend has been identified for this failure mode.